Manufacturer narrative:
It was reported that after implantation patient experienced infection, vaginal scarring and urinary problems. The patient underwent cystoscopy and urethral dilatation on (B)(6) 2005 by the implanting surgeon, there is no evidence of erosion or any abnormalities within the bladder or urethra. The patient underwent cystoscopy, pandoscopy, bladder wash cystology, bladder hydrodistention and pelvic exam on (B)(6) 2010 due to irritative voiding symptoms and uti's. From (B)(6) 2010, the patient had a history of dysuria, irritative voiding symptoms and recurrent urinary tract infection's and now requires intermittent self catheterization. Her previous cat scans in (B)(6) 2009 and (B)(6) 2010 showed peri-aortic lymph nodes she was referred to surgical oncologist. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 08/12/2016. (B)(4). It was reported that following insertion the patient experienced urinary retention, urinary urgency, frequency, and pelvic pain.

Event description:
It was reported that following insertion the patient experienced urinary retention, urinary urgency, frequency, and pelvic pain.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced hesitancy, dysuria, interstitial cystitis, and pyuria.

Event description:
It was reported that following insertion the patient experienced hesitancy, dysuria, interstitial cystitis, and pyuria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent mesh revision and takedown of mesh on (B)(6) 2006 due to urinary retention. No additional information was provided. (B)(4).